Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4676 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that after inserting the PICC catheter in this patient and when attaching the extension tubing, the operator found that there was no strain relief in the catheter. Therefore, an extra strain relief from another catheter was used, but no ¿click¿ was heard when attached. The operator suspected that the two did not match and that the catheter of the same batch had a quality problem and therefore requested for compensation.